Manufacturer narrative:
As received, a complete lead was returned in two pieces, measuring 5.5 cm and 47.5 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasions exposing the outer coil at 37.5 to 37.7 cm and 38.0 to 38.5 cm, caused by friction to the device can. The cause of the reported event was isolated to external abrasions exposing the outer coil caused by friction to the device can. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15758. It was reported that the right atrial lead, right ventricular lead, and competitive left ventricular lead were explanted and replaced. There had been oversensed noise on the atrial lead, and the right ventricular lead had insulation damage around the yoke of the df1 lead without any associated electrical anomalies. The patient was in stable condition throughout.